Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation with the twist clamp in the closed position. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. Torque engagement testing was performed, and the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp of the minicap transfer set was difficult to turn and not able to be fully closed. This occurred during training for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.